Manufacturer narrative:
E1: (B)(6). H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which confirmed the complaint of the disconnected pilot balloon. The probable cause was due to an incomplete solvent coverage application during assembly in tijuana. There was no further action taken.

Event description:
It was reported that the patient's tracheostomy tube pilot line was found to be disconnected from pilot balloon. When reinserted into balloon, was noted to still hold pressure but decision made to change trach tube for safety purposes. The trach tube was defective. Pilot line should not disconnect from balloon; appears it was not glued properly by manufacturer. There was patient involvement and no patient harm/adverse event.